Event description:
It was reported that the transverse connector broke during tightening. It was reported that the surgeon was using the final tightener without the use of the anti-torque. Surgery was completed successfully. No adverse consequence to the patient was reported.

Manufacturer narrative:
Additional information: lot number. Method: visual inspection, risk assessment, product history review, labeling review. Results: the returned clip was visually confirmed to be fractured. The clip is no longer functional. Materials analysis was not performed as the representative confirmed the lack of use of the anti-torque with the final tightener. Product history review was conducted. No relevant manufacturing issues were identified. Conclusion: surgical technique guide warns that the torque wrench must be used during final tightening of the connector set screws and that the recommended value is to apply 3nm to the blockers when using the torque wrench. Since it was reported that the final tightener was used instead of the torque wrench, the probable root cause of the clip fracture is the lack of use of the torque wrench.

Event description:
It was reported that the transverse connector broke during tightening. It was reported that the surgeon was using the final tightener without the use of the anti-torque. Surgery was completed successfully. No adverse consequence to the patient was reported.